Manufacturer narrative:
Corrected data: this information was confirmed to be invalid and no device failure is suspected outside of the high impedance previously reported in MFR. Report # 1644487-2015-05221.

Event description:
It was determined that the event of programming not compatible was due to reported high impedance in the lead. The high impedance was previously reported in MFR. Report # 1644487-2015-05256.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient's device settings were attempted to be decrease, but that the programming was not compatible. Clinic notes dated (B)(6) 2015 note that the surgeon successfully change the device settings the following day. No additional relevant information has been received to date.